Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a bmc rf puncture generator selected for use, even when the foot switch was not pressed, get to have the needle energized. Also, it was noted that an error code was given twice after the power was turned on regardless of not pressing the foot switch. No disturbance to the main power nor any damage or any other alert/error was observed. No other information was disclosed. No patient complications were reported. The device is available to be returned for analysis.